Manufacturer narrative:
The hospital has denied access to the quarantined bed. Due to the patient's pre-existing conditions, his family's refusal for an autopsy, and lack of access to the bed, it cannot be determined if or how the bed may have affected the patient outcome.

Event description:
It was reported via a user-facility medwatch report that the patient was found out of his bed on the floor near the door to his room. Reportedly, the bed exit alarm had been set but was not alarming. Reportedly, the pt sustained a hip fracture, then was found unresponsive approx 11 hours after the fall. It was reported that the pt. Expired 14 hours after the fall and that the exact cause of death is unknown.